Event description:
It was reported while using bd safetyglide¿ needle only, 25 g pushing the plunger was difficult. There was no report of patient impact. The following information was provided by the initial reporter: we have had 3 of our primary care offices report that the same lot # of bd safety glide 25g 1-inch needles are not performing as expected (lot # 2003406 exp 12/31/26). For one office when they attempt to pull back fluid from the vial there seems to be no suction and for another office after attaching to a prefilled syringe they were unable to push the plunger (when the needle was changed there was no issue).

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported while using bd safetyglide¿ needle only, 25 g pushing the plunger was difficult. There was no report of patient impact. The following information was provided by the initial reporter: we have had 3 of our primary care offices report that the same lot # of bd safety glide 25g 1-inch needles are not performing as expected (lot # 2003406 exp 12/31/26). For one office when they attempt to pull back fluid from the vial there seems to be no suction and for another office after attaching to a prefilled syringe they were unable to push the plunger (when the needle was changed there was no issue). H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g aspiration was difficult. There was no report of patient impact. The following information was provided by the initial reporter: we have had 3 of our primary care offices report that the same lot # of bd safety glide 25g 1-inch needles are not performing as expected (lot # 2003406 exp 12/31/26). For one office when they attempt to pull back fluid from the vial there seems to be no suction and for another office after attaching to a prefilled syringe they were unable to push the plunger (when the needle was changed there was no issue).